Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid on the heater tray, top cover, and within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment with a reduced dwell time was performed on the cycler and completed without any alarms or failures. The cycler underwent and passed a mushroom head check, a patient sensor calibration check, a valve actuation test, and a system air leak test. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 09/27/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovery of the fluid leak, multiple alarms had occurred. The contact stated there was a ¿solution bag (sb) lines are blocked¿ alarm during drain 6 of 6. In addition, there were several ¿m31 air detected in cassette¿ alarms (during unknown phase). After failing to bypass the alarms with assistance from ts, the treatment was cancelled. The contact told ts that fluid was found on the floor, however, the source of the leak was initially unknown. When the cycler set was removed from the cycler, the presence of moisture was found in the cassette compartment. Although no visible pinholes or tears were found on the cassette film, the contact stated the film looked ¿deflated¿. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was ordered for the patient. The patient did not complete their treatment. However, it was confirmed that no symptoms were developed due to the incomplete treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. At the time of follow up, the patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The contact was unable to provide a lot number for the cycler set.